Event description:
It was reported that during this right ventricular (rv) lead exhibited high capture thresholds and was surgically capped and abandoned. The physician intended to upgrade this lead for a left bundle branch (lbb) location, and a new lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.